Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his expected results (based on his diet, exercise and medication regimen).the complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient reported blood glucose results of "146, 144, 189, 177, 146, 215 and 67 mg/dl" with the subject meter, performed within an unspecified time of each other. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications at the time of the alleged issue; however, the patient reportedly took less food and/ or drink. A couple hours after the start of the alleged issue, the patient claims he felt symptoms of shaky and blurry vision. The patient took food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.